Event description:
No complications were noted during the deployment of the three-piece modular endovascular graft. Good positioning of the main body graft was viewed before and after the deployment. Post angiogram revealed an impingement of the left renal artery by the proximal gold markers of the main body graft. The markers were noted to be positioned in the middle of the renal artery. The left renal artery was then selected and successfully stented. Final angiogram detected good flow through both renal arteries and good placement of the renal stent. Procedure was concluded. No complications as a result.